Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and composix e/x on (B)(6) 2009 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh e/x (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the corrected event description. This supplemental emdr represents the bard/davol composix mesh e/x (device #2). An additional emdr was previously submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and composix e/x on (B)(6) 2009 and/or (B)(6) 2009 (error in the legal claim). As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.